Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The infection resolved and the skin has healed. The recipient has resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient presented with broken skin, redness, and irritation. The recipient was prescribed topical and oral antibiotics. The recipient's magnet strength was reduced. The recipient was recommended to cease device use.